Manufacturer narrative:
Received one device, as received no damage or anomalies were observed. In attempts to replicate clinical use the cassette bag was attempted to be filled with 100 ml of water using an ICU medical provided syringe. During the fill process a leak was observed to be coming from the internal bag at the seal. The complaint of leakage can be confirmed due to the failure mode observed of leakage at the internal bag seam. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked during patient use. No adverse patient effects were reported by the customer.